Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). At the time of contact, no injury or medical intervention was reported. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - correction to remove date, correction/additional information, device evaluated by manufacturer - correction, method code - correction, result code - correction, (B)(4), conclusion code - additional.

Event description:
A transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5211636) was returned for evaluation on 08/16/2016. The device was visually inspected and no defect was found. Functional testing was performed and no failures were detected related to the customer complaint. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined. However, it is unknown if the returned device is the complaint device.